Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that glistening was noted at the wound opening. The surgeon tried to remove the glistening with forceps and rinse with ophthalmic irrigation solution, but the stain remained. No specific treatment was ordered for this case. The glistening still remains in the patient's eye. No additional treatment was administered for this event. This report represents the knife used for the side port incision and is one of two reports from this facility.

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. One opened knife was received with foam protector for the report of glistening at wound opening. The returned sample was visually inspected and was found to be conforming. The foam tip protector on the knife and the blister were also visually inspected for metal particulate; no metal particles were found on the foam or on the blister. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually conforming, therefore metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).